Event description:
During a laparoscopic cholecystectomy, the device was inserted into the umbilical port after insufflating. No problems with insertion. A 10mm grasper was inserted through the 512x to remove the gallbladder. Upon visualizing the gallbladder to remove it, plastic pieces were noticed in the abdominal cavity. The surgeon removed 3-4 pieces of the cannula. It is unk if all the pieces were retrieved. The cannula where it meets the housing was cracked. A picture is being returned with the device. There was no consequence to the pt.

Manufacturer narrative:
Sleeve was broken in pieces at the distal tip, all the pieces were received. The sleeve was also broken at the weld band and separated from the housing and the outer gasket was torn. No conclusion could be reached as to how the gasket was torn and the sleeve tube shattered. The sleeve tube received was produced prior to the implementation of a one piece sleeve, which was instituted to minimize the potential for this nonconformance. Co reviews each incident as it occurs in an effort to continuously improve co's products.